Event description:
Procedure: sleeve gastrectomy. According to the reporter: mr (B)(6) used a 15mm step trocar for access in a lap sleve gastrectomy procedure. When the trocar was inserted, the cannula of the trocar seemed to shear at the distal tip (prior to the insertion of any laparoscopic instruments). Mr (B)(6) was able to use the trocar throughout the procedure, however he asked me to return the instrument for inspection by quality control as he was confused as to why this would occur. Additional information was requested and will be submitted once received.

Manufacturer narrative:
(B)(4).